Event description:
It was reported that during an implant attempt of the right atrial (ra) lead there was problems extending the helix and fixing the lead to the heart wall. It was also noted the ra lead had high thresholds. The ra lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.